Manufacturer narrative:
(B)(4) date sent: 10/29/2021 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. The device was received with no apparent damage and only a tyvek was returned with no additional package. Upon visual inspection it was observed that the tyvek received was found to be damaged with 2 perforations on it. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported packaging issue. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a analysis for a set of images submitted to ethicon endo surgery for evaluation. Image 1: the image provided by the customer is that of the packaging tyvek with two hole. Image 2: the image provided by the customer is that of the packaging tyvek from a harhd device. A closer look to the tyvek, two small holes can be observed. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure, upon opening the sterile packaging for surgeon to use the device, the circulating nurse discovered a hole in the packaging. Hence decided to not present the device to the surgeon since there's been a compromise in the sterility. There were no patient consequences.